Event description:
Information received regarding the device does not address the patient's clinical status but notes that during the implant procedure, intermittent capture and sensing was noted. Programming the pulse generator to bipolar resulted in no pacing. Therefore, the device was replaced.